Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The adjustable pressure limit valve was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that manual ventilation was not possible. There was no report of patient injury.

Manufacturer narrative:
Date received by manufacturer: corrected from 11/17/2003 to 09/14/2018.